Event description:
It was reported that the pt had an infection and shocking in the device pocket. The device has been explanted. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.